Event description:
Customer's mother reported via phone call that batteries in insulin pump was only lasting about one week. Customer's blood glucose was 40 mg/dl. Troubleshooting was performed and customer was advised to monitor insulin pump and battery cap would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.